Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced hyperglycemia. It was unknown whether the patient remained on the pump. The patient was treated at the hospital. Customer technical support (cts) was unable to determine the cause of the hyperglycemia. It was noted that the patient had been in the hospital for little over a month due to hyperglycemia. The reporter stated that the patient went into cardiac arrest and the sugar levels would not improve without supplies. It was also noted that the patient "lost their feet" due to diabetes. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia with hospitalization. The pump could not be ruled out as a contributing factor.